Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. It was reported that this was the second occurrence of replace battery alert without a low battery alert. They also reported that the battery was not previously used. The insulin pump will be returned for analysis.